Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this pacemaker had infection with chronic extrusion of a pacemaker wire through the pocket. The patient also had a history of paroxysmal atrial fibrillation and underwent left sided pacemaker extraction which was complicated by a pneumothorax that was treated with a chest tube. There were no additional adverse patient effects reported. All available information indicate that the product was explanted.

Manufacturer narrative:
This device was returned. Boston scientific will not analyze the device as the device problem was already known. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.